Manufacturer narrative:
Device analysis by manufacturer: the returned product consisted of a jetstream atherectomy catheter with an unknown 0.014 inch filter guidewire stuck inside the device. The device was visually and microscopically examined for any damage. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no additional damages. The device was functionally tested and the blades were not able to spin freely. The blades would spin intermittently and friction can be heard. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis confirmed the stuck on guidewire and the blades not spinning.

Event description:
It was reported that the catheter became entrapped on the guidewire. A 2.4mm jetstream xc catheter was selected for a superficial femoral artery intervention procedure to treat in-stent restenosis. While advancing the catheter, it was noted that the catheter was difficult to advance through the lesion and the device was bogging down. The decision was made to to stop using the jetstream catheter. As the catheter was being removed, it was noticed that the catheter was entrapped on the non-boston scientific filter wire. Attempts were made to rex the catheter off the wire and to remove it in blades down mode, but they were not successful. The jetstream catheter and the filter wire had to be removed as one unit. The devices were removed intact and there were no patient complications reported. A different device was used to complete the procedure.

Event description:
It was reported that the catheter became entrapped on the guidewire. A 2.4mm jetstream xc catheter was selected for a superficial femoral artery intervention procedure to treat in-stent restenosis. While advancing the catheter, it was noted that the catheter was difficult to advance through the lesion and the device was bogging down. The decision was made to to stop using the jetstream catheter. As the catheter was being removed, it was noticed that the catheter was entrapped on the non-boston scientific filter wire. Attempts were made to rex the catheter off the wire and to remove it in blades down mode, but they were not successful. The jetstream catheter and the filter wire had to be removed as one unit. The devices were removed intact and there were no patient complications reported. A different device was used to complete the procedure.